Event description:
It was reported that patient was experiencing a loss of therapeutic effect. The patient underwent catheter revision. Csf was noted at the pump pocket. The catheter was replaced. The same catheter had been revised in sept with a purse string suture at the needle puncture site on the spine. It was suspected there was a possible test or puncture in the catheter. The drug used in the pump was morphine 5.0 mg/ml at a dose of 0.5806 mg/day. During the surgery, the pump was also moved from the left to the right abdomen. The patient recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.